Event description:
The pt called to report that he was seated on an airplane and when he got up, he felt excruciating pain in his right knee and his knee was "all wobbly". The pt reported to his surgeon about 1 wk later and x-rays were taken in the office. Pt reports that x-ray showed "a plastic piece with a metal piece attached rolled into the joint space".

Manufacturer narrative:
Add'l info has been requested, but has not yet been received.